Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported the check button on the device does not work. No adverse event reported. A request was made for the return of the device, replacement sent.